Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 03/11/2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The reporter alleged the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 2.1 mmol/l. The reporter alleged the cgm showed 4.3 mmol/l while the patient¿s finger stick measurement was 2.1 mmol/l and a low bg alarm was not received. The reporter stated the patient had associated symptoms of feeling tired. Details of treatment received by the patient for the reporter hypoglycemia were not provided to animas by the reporter. This complaint is being reported because the issue allegedly resulted in the user reacting to incorrect continuous glucose monitoring data which reportedly lead to a bg excursion.